Event description:
Pt in ICU, with bilateral below knee amputations, being bathed. Nurse assisted pt to turn away from her. Pt grabbed on to siderail for support. Siderail gave way and dropped into down position, causing pt to fall out of bed head first. Sustained a hematoma of the forehead and communicated transverse fracture of the supracondylar portion of the left distal femur with anterior angulation of the distal fracture segment. Seen by orthopedics and leg casted.